Event description:
It was observed that during the device evaluation, the duodenovideoscope had corrosion on light guide cover glass and foreign material on server plug-in. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide cover glass corrosion was traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.